Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wire associated with the internal mechanism of the delivery catheter became exposed during the slitting process and made slitting more difficult for the physician. Slitting was done successfully, and the catheter was removed. No patient complications have been reported as a result of this event.